Event description:
It was reported that the customer experienced an elevated blood glucose level (31.3 mmol/l). A correction bolus was delivered and a supply change was performed to treat the bg. The customer reverted to an alternate method of insulin therapy.